Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4): failure event observed during analysis.final analysis of the lead found insulation degradation at 15.9 cm from the connector pin.(B)(4)